Manufacturer narrative:
Citation: stankowski t et al. Severe structural deterioration of small aortic bioprostheses treated with valve-in-valve transcatheter aortic valve implantation. J card surg. 2019 jan;34(1):7-13. Doi: 10.1111/jocs.13976. Epub 2019 jan 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of valve-in-valve transcatheter aortic valve implantation in patients with degenerated small bioprostheses. All data were collected from a single center between january 2010 and july 2018. The study population included 27 patients (predominantly female; mean age 81 years), 11 of which were implanted with a medtronic corevalve bioprosthetic valve, 16 were implanted with a medtronic evolut r bioprosthetic valve, and 2 were previously implanted with a medtronic hancock ii bioprosthetic valve. No serial numbers were provided. Among all patients, one procedural death occurred due to: acute tamponade caused by a guidewire induced left ventricle perforation despite conversion to surgery. An additional two deaths occurred in the early post-operative period: sudden cardiac death (1 case) and pulmonary embolism (1 case). Four patients died during the long-term follow-up period: pneumonia (2 cases) and unknown reasons (2 cases). Based on the available information, medtronic product did not cause or contribute to these deaths. Among all hancock ii patients, adverse events included: prosthetic aortic valve stenosis, regurgitation (¿significant insufficiency¿), or combination of both requiring transcatheter valve-in-valve implantation. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. Among all corevalve and evolut r patients, adverse events included: complete atrioventricular block requiring new permanent pacemaker implantation (2 cases), under expanded valve causing high gradients requiring post-dilatation (1 case), external iliac artery dissection requiring stent graft implantation (1 case), severe prosthesis-patient mismatch (7 cases), mild paravalvular leak (8 cases), major vascular complication (1 case), life-threatening bleeding (1 case), and elevated mean gradients greater than 20 mmhg (7 cases). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.